Event description:
The customer reported the ventilator was alarming due to an occlusion. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported that the blower was not functioning and there was no flow. Failure of the blower during normal ventilation operation could result in no ventilation or flow. Pse advised the customer to evaluate the motor controller pcb board to address the reported problem. The customer reported a motor controller pcb board was placed into the unit and the blower was functional and the reported problem resolved. The customer will replace the motor controller pcb board to complete the repair.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.